Manufacturer narrative:
The account director of maintenance was told the bed exit alarm was set and the patient was able to get out of bed, walk out of the facility, and was found deceased near an out building. Maintenance tested the bed exit system right after the incident, and it was working properly. The hill-rom technician investigated, tested the bed exit alarm, and it is functioning as designed. When the alarm is activated, it sends a regular nurse call with no priority, as the account only has a 1/4" phono style communication cable. The mattress is a hill-rom surface and is in good working order.

Event description:
Alleged on the morning of (B) (6) 2010, a patient exited the bed, left the hospital and ended up passing away. The account alleged that the bed exit system was turned on.